Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that broken or defective or damaged components and occurred due to excessive use or the damage very likely results from an impact of a major mechanical force, i.e. A blow or a fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of cracked eyepiece funnel was confirmed. In addition, it was noted to have minor scratches on the outer tube, distal fiber breakage and debris in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer the eyepiece was cracked on telescope "oes elite", 4 mm, 30°, hd. The malfunction was found during reprocessing. There was no patient or procedure involvement and no reports of patient or user harm associated with this event.